Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015. Device evaluation:the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during testing, no ink spots were observed on the display. Unrelated to the complaint, the display was dim and discolored. The audio bolus button cover was damaged. Additionally, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.